Event description:
At the first dressing change it was noted that a blister formed superolateral to joint line. The ebice pad was not in direct contact with skin, a layer of web roll was between the pad and skin. The doctor does not fell it was wrapped too tightly.